Event description:
The customer called about an error message that she received when using her contour meter. She attempted to perform control tests during the call, but the meter only read e2. The initial call did not meet the criteria to be reported, but the customer's test strips were returned for eval. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read an average of 63 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.